Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer report no.: (B)(4). This MDR was initially reported due to the event information provided by the reporter prior to receipt of the device for evaluation. Upon evaluation of this device, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-06732 can be removed from the FDA database.

Event description:
The chemotherapy clinic's policy is to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. It was also reported there was no patient injury. Additional information was provided by the customer regarding clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Event description:
It was reported that a spectrum pump underinfused during a 24 hr infusion of an unk chemo drug with a vtbi of 1106ml and rate of 46.1 ml/hr. It was reported that the infusion took 3.25 hours longer than programmed. It was also reported there was no pt injury.